Event description:
It was reported that during a routine device change out, the atrial lead was explanted due to a history of poor sensing and high thresholds. The lead had dislodged. The lead was replaced. The patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis found normal device characteristics.